Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that the display of coaguchek xs meter serial number (B)(4) was fading. A display check of the meter was performed and the "88.8" in the result field of the display was not visible unless the meter was tilted at a certain angle. The segments of the "88.8" would then begin to fade away, with some segments fading away completely. No adverse events were alleged to have occurred. The product was requested for investigation.